Event description:
It was reported that: two short corrugated hoses were connected together by a plastic adapter, and sterilization temperature melted this plastic causing total blockage. Pt could not exhale and eventually died.